Manufacturer narrative:
(B)(4). Unit failed to vibrate during self-test due to vibrator motor connector broken black wire.

Event description:
Customer reported via phone call that insulin pump keeps alarming and there are no error messages. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump was returned for analysis.